Event description:
Medtronic received information that prior to use of a Pixie oxygenator, it was reported that after the doctor exhausted the air and pre-inflated, that they found that the plane dropped and water droplets dripped from the exhaust port. The flow rate of the gas increased to 4 to 5 liters. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that this occurred before the extracorporeal circulation and the device had not been used. There were obvious bubbles visible to the naked eye. A bubble detector or counter was not used. Medtronic received additional information that there were no anti coagulants or chemicals or drugs used as it was still in the pre-i nflation and exhaust stage.

Manufacturer narrative:
Device Evaluation Summary: Visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 1 lpm with 23 psi, (1189 mmHg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the top of the fiber bundle. Reason for return was confirmed for a leak. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#(b)(4)) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.